Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial was noted to be fractured, during right ventricular lead revision. The lead had been capped since (B)(6) 2010. No patient status was reported.